Manufacturer narrative:
Reliability analysis inspected 1 opened and used reservoir and performed manual prime and high pressure test using a new lab infusion set along with insulin pump. Reservoir passed per specification. No occluded anomaly was observed during analysis. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 515 mg/dl at the time of incident. The customer stated that they were treating the high blood glucose with the insulin pump. The customer performed displacement test and the insulin pump passed. The customer performed plunger push and the insulin did exit. The customer performed fixed prime and manual prime and the insulin pump did not alarm. The reservoir will be returned for analysis.